Event description:
It was reported that during an unspecified treatment procedure involving the superficial femoral artery, balloon withdrawal difficulty occurred. After the ultra-thin balloon was deflated, the balloon and the wire got stuck in an unspecified 7fr sheath upon removal. The physician was able to remove both items as a unit. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as "fine". Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for this particular batch, namely top assembly batch #622914, found that the device met its material, assembly and product specifications. Should further relevant info become available; a supplemental medwatch report will be filed.